Manufacturer narrative:
Concomitant medical product continued: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. The lead was reprogrammed to unipolar. Several months later there was a polarity switch due to out of range impedance. The patient was reportedly doing well in the unipolar setting. At a subsequent appointment the lead was reprogrammed back to bi-polar. The lead remains in use. No patient complications have been reported as a result of this event.